Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that during the procedure, the seal was torn on the 511s (from a tk11m kit). The damaged seal caused carbon dioxide leakage. A 10mm curved dissector was being used to dissect the gallbladder. The leakage made the operation more difficult.